Event description:
It was reported that balloon rupture occurred. A 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for dilatation. During the procedure, the balloon ruptured after the first inflation at 6 atmospheres. The device was removed without any problem, and the procedure was completed with a different device. There were no patient complications as a result of this event.